Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer was transferring into the chair from the commode when she put pressure on the left armrest to reposition herself when the armrest allegedly broke at the bolt that attaches to the arm assembly allegedly causing the consumer to fall to the floor.